Event description:
It was reported that the printer was not working intermittently. The printer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the printer worked only intermittently, however analysis did find that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Concomitant medical products: product ID: 2067, radio frequency programmer head. (B)(4).